Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) electrical test fail code 50 . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) electrical test fail code 50 . There was no patient involvement reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received. H3 other text : customer denied the quote.

Event description:
N/a.